Manufacturer narrative:
The reported failure of machine flow sensor drift above the specification is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number,(B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
The manufacturer received information that a trilogy evo ventilator inoperative error condition occurred. There was no serious patient harm or injury that occurred or was reported. The device was not in patient use. The trilogy evo was evaluated by a third-party service center, and the device evaluation found a critical error code indicating the machine flow sensor drift above the specification. The device was scrapped.